Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The missing latch was observed during visual inspection. The cause of the condition was determined to be a damaged door latch. To resolve this issue the door latch was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a latch was missing from the channel on a flogard pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.